Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection revealed vertical cracks at the base of the chamber dome. Cracks were also observed between the baffle and one of the ports. Further inspection showed residue and smeared print in different areas on the chamber dome. Conclusion: the nature of the cracking, residue and smeared print suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. Moreover, the hospital reported that the cracks occurred after a period of use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(4) reported via a distributor that two vertical cracks were observed around the base plate of an mr290v vented autofeed humidification chamber after 13 days of use. No patient consequence was reported.